Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the cartridge tubing. The customer's blood glucose (bg) level was 356 mg/dl, which was addressed with a correction bolus via the pump. Reportedly, the customer primed the tubing, removed all the air bubbles, and resumed insulin delivery